Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with recurring incontinence. Upon revision, a fluid loss at the balloon was identified. All the components were removed and replaced. No additional patient complications were reported.